Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the complaint device drill bit ø1.1 w/stop l44.5/4 (product code: 03.503.284, lot number: u130327) was returned to cq west chester for investigation. The tip of the drill bit was found broken during inspection. The broken piece was not returned with the drill bit. Device/defect identified: yes. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Complaint confirmed: complaint can be confirmed based on the available information. Conclusion: the driving tip of the drill bit was broken, hence the complaint could be confirmed. The embedded device will not be confirmed as no additional information (pictures/x-rays) were provided to evaluate the allegation. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part #: 03.503.284, lot #: u130327, manufacturing site: selzach , supplier: (B)(4), release to warehouse date: 04 feb 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (b)(6 as follows: it was reported that during a procedure on (B)(6), 2021, a matrixmandible bending template broke inside the patient. No further information provided. This report is for one (1) matrixmandible bendng template f/2.5mm dbl angle recon pl/lr. This is report 1 of 1 for complaint (B)(4).